Event description:
It was reported via clinic notes received by the manufacturer that the patient experienced seizures longer than the 15-30 second seizures he was having previously. It was noted that the vns was getting near end of service (11-25%) and the patient was referred for replacement surgery. As the patient was implanted with a m105 vns generator, the device is expected to provide the intended therapy until the device reaches end of service as indicated by the eos battery status indicator. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Generator product analysis was completed. The reported increased seizure duration could not be evaluated in the product analysis, or pa, lab. However, proper functionality of the generator in its ability to provide the programmed output currents was successfully verified. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No signs of variation in the output signal were observed and the diagnostics were as expected. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.

Event description:
The patient underwent vns generator replacement surgery due to prophylactic reasons. The explanted generator was received by the manufacturer and is pending product analysis.